Manufacturer narrative:
(B)(4). It was reported that during a left sided idiopathic ventricular tachycardia (idvt) case, a pericardial effusion was noted and was confirmed by ice as the patient's blood pressure dropped. A pericardial tap (pericardiocentesis) was performed and 150 ml of fluid was removed. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was tested and it passed electrical, temperature and generator tests. Also a deflection and irrigation tests were performed and the catheter passed all tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown.

Manufacturer narrative:
The concomitant products: carto 3 model # m-4800-01, serial # (B)(4); stockert model # m-5463-01, serial # (B)(4), coolflow pump model # m-5491-02, serial # (B)(4). (B)(4).

Event description:
It was reported that during a left sided idiopathic ventricular tachycardia (idvt) case, a pericardial effusion was noted and was confirmed by ice as the patient's blood pressure dropped. A pericardial tap (pericardiocentesis) was performed and 150 ml of fluid was removed. The patient was reported to be in stable condition. Additional information was requested, but no response has been received.